Event description:
It was reported that the patient was seen for follow-up and the device was able to be interrogated and was working as intended.

Event description:
It was reported that the patient's device was unable to be interrogated. The physician tried repeatedly and it was reported that the programming system has been functioning properly with other patients. The patient will come back in for reattempt to interrogate the device. It was also reported that the patient may be referred to surgeon to check the device. No additional relevant information has been received to date.

Manufacturer narrative:
.